Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the trapezoid rx lithotripter compatible basket experienced resistance when passed through the working channel and once the device was in position to capture the device, the device did not open to perform the lithotripsy procedure. The procedure was not completed and was rescheduled as a result of the event. This event has been deemed a reportable event based on the investigation results for sidecar pushback.

Manufacturer narrative:
Patient identifier and weight are unknown. A visual evaluation found that the working length of the device was bent. The distal end of the clear outer sheath was found to be pushed back for a length of 4 millimeters. The proximal end of the outer sheath was found to be pulled out from underneath the black heatshrink and was buckled. A functional evaluation found that the basket would not extend from the coil due to the coil moving with the basket assembly. A second evaluation was performed by holding the coil and clear sheath by hand and actuating the basket, which allowed the basket to extend. No visual deformation was found with the basket. The condition of the returned unit was consistent with the complaint incident that the basket of the device would not open. It appears that the basket and coil assemblies bound against one another most likely due to how the device was placed inside the scope and patient. The binding action most likely caused the coil to separate from black heatshrink, which did not allow the basket to extend. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).